Manufacturer narrative:
The initial reporter's address and phone# were not provided.

Event description:
The advocate called wanting to know if there was something wrong with the breeze2 because it was displaying hi instead of a numeric value when her grandmother would test her blood. How long she had been getting results of hi was not determined. The day prior to the call the grandmother was fatigued and had been vomiting. The following day she was dizzy, tired and still not feeling well, so went to the hospital. The customer was in the hospital at the time the advocate called. Further information was not provided. It was not clear if the customer also did not understand the meaning of hi when she tested her blood. Product was not expected to be returned and it was not replaced.